Event description:
Ous MDR - it was reported that the moderate calcified lesion in the right sfa with a vessel diameter of 7mm was pre-dilated with a 5/120 balloon. The pulsar-18 stent system was placed in the lesion. After releasing about 40 percent of the stent, difficulties to press the trigger were experienced and the stent could not be further released.

Manufacturer narrative:
The delivery system was returned with the handle disassembled. The technical investigation of the returned distal part of the shaft system including the cutting unit revealed a partially released stent with about 11.5 cm of the stent still being constrained underneath the outer shaft. The released part of the stent has been elongated at its distal end. The stent has not fractured. The proximal x-ray markers of the stent are slightly bent. The outer shaft of the delivery system, which has to be retracted in order to release the stent, is bulged in this area and has narrowed down proximal to the proximal stent stopper. The outer shaft has ruptured inside the handle. The inner shaft was found buckled and ruptured distal to the knife. The metal tube distal to the knife has fractured at the same position as the inner shaft and was not returned. These deformations indicate that the retractable outer shaft was blocked from movement. This in turn caused increased trigger forces and finally a rupture of the outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.